Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jul2019. The manufacturer's field service engineer confirmed the reported problem and replaced the touchscreen and calibrated it for use. The device was then deemed ready to be returned to service.

Event description:
The customer reported a ventilator in which the lower portion of the touchscreen display was not working. No patient involvement / harm.